Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 469 mg/dl. The customer changed the infusion set site and delivered a bolus to stabilize bg level. The customer declined to troubleshoot with tandem technical support.